Manufacturer narrative:
Analysis of the software found there was an import failure and the issue could be reproduced. Pixel offset settings were used and the issue was resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside the procedure. There was no patient present. It was reported that the exam the representative had loaded were very white. Technical services (ts) provided the representative with the pixel offset settings and the issue was resolved.